Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the surgeon opened foil for port closure. After opening from the pack, the suture was broken from the swaging point. There were no adverse patient consequences. Upon evaluation of the returned device, the foil was visually inspected, and excessive wrinkles and holes in the cavity were observed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: there is no adverse consequence associated with patient. The suture broke during removal from package. H3 investigation summary: according to the information received, it was reported breakage suture pre-op. The product was returned to ethicon for evaluation. One open sample was received for analysis. Product code vp2826. During the visual inspection of the returned sample, the suture has begun with the degradation process; this caused the suture to be broken. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.